Manufacturer narrative:
Investigation did not identify visible damage to the device. When primed, a leak was noticed. The component was replaced and the device was charged to 100%. The reported issue was unable to be replicated. The device operated as expected.

Event description:
User reported the unit received a temperature fault when attempting to cool the systemic side. The device would not maintain the set point. There was no patient harm.